Event description:
A report was received that the patient¿s pocket site was not closing properly. It was noted that the patient¿s healing issues was due to smoking habits. The patient underwent a pocket revision procedure. The patient was doing well post operatively.

Event description:
A report was received that the patient¿s pocket site was not closing properly. It was noted that the patient¿s healing issue was due to smoking habits. The patient underwent a pocket revision procedure. The patient was doing well post operatively.